Manufacturer narrative:
Evaluated ten opened and used reservoirs. Inspected reservoirs, snap-cap and septums for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No occlusion noted.

Event description:
The customer reported a hospitalization in december while calling in to troubleshoot a no delivery alarm with her insulin pump and reservoir. The customer did not recall the exact date of hospitalization and did not give further detail, but says she will call back with more information. No further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02962.